Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy related conditions') and ovarian repair ('repair procedures on the oviduct/ovary') in an adult female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent ovarian repair (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pregnancy with contraceptive device and ovarian repair outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered ovarian repair and pregnancy with contraceptive device to be related to essure. The reporter commented: catheterization hysterosalpingography, endometrial biopsy, female infertiility. Repair procedures on the oviduct/ovary quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and ovarian repair ('repair procedures on the oviduct/ovary') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and ovarian repair (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy related conditions"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device and ovarian repair outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal, ovarian repair and pregnancy with contraceptive device to be related to essure. The reporter commented: catheterization hysterosalpingography, endometrial biopsy, female infertitility. Repair procedures on the oviduct/ovary. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and ovarian repair ('repair procedures on the oviduct/ovary') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and ovarian repair (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy related conditions"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device and ovarian repair outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal, ovarian repair and pregnancy with contraceptive device to be related to essure. The reporter commented: catheterization hysterosalpingography, endometrial biopsy, female infertitility. Repair procedures on the oviduct/ovary quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: medical device removal event added. Amendment done. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.